Event description:
It was reported that the patient experienced high blood glucose level event on 27 apr 2026 and treated by giving insulin pump.

Manufacturer narrative:
Name: medtronic minimed street-18000 devonshire street city- northridge state- ca zip code- 91325 zip four- 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.